Event description:
It was reported on 17-mar-2026 that the infusion set cannula was bent, which elevated the glucose level to 303 mg/dl and was treated with a correction bolus via insulin pens. Infusion set has been used for less than 24 hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380 name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 u.s